Event description:
It was reported by the patient that they experienced pain while using the bone stimulator 10 hours per day. The sales representative advised the patient to conduct time-test.

Manufacturer narrative:
Section b3: as the onset date of the pain is unknown, the event date is estimated as august of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Additional information: b4: date of this report, g3: date received by manufacturer, h2, h10, h11. Corrected data: d3: email address, g1: email address. Section b3: as the onset date of the pain is unknown, the event date is estimated as 2025. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor for trends.

Event description:
It was reported by the patient that they experienced pain while using the bone stimulator 10 hours per day. The sales representative advised the patient to conduct time-test.